Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a open book image pump error and insulin pump was beeping for about 10 minutes. The customer¿s blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify critical pump error or open book image due to blank display.